Event description:
During routine testing of the device at the service center, the service repair tech reported that the main bearing leaked grease on the pulley and drive belt of the device. There was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Eval is progress, but not yet concluded.